Event description:
Inbound. Patient reports no disposable alarm with cadd legacy pump serial number (B)(4) and cadd cassette 100 milliliter with flowstop no lot number or expiration date available for cassette. No further details provided.